Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no anomaly was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) manifested superior vena cava (svc) syndrome experienced swelling in the left arm. This was due to the lead that was placed in a collateral vessel. The device was explanted. No additional adverse patient effects were reported.